Event description:
It was reported that the distal piece of sheath broke off in patient when surgeon tried to peel introducer sheath away in skin. Circulating nurse confirmed that distal part of sheath was retrieved.

Manufacturer narrative:
Two used sheaths were received for eval and investigation. Eval of the first sheath revealed that the blue tabs had not been pulled for separation and was intact. Visual inspection of the second sheath found the sheath was broken into two pieces. One piece of the sheath was approx 1.75" long and one half of the sheath with its blue tab was approx 2.0" long. We reviewed our device history record, and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints of sheath breakage. This issue has been assigned a corrective action to investigate the cause of crumbling/breaking sheaths.